Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of over 2800 ohms during the implant procedure. The implanting physician elected to leave the lead as it was, as patient presented a stable intrinsic rhythm. Moreover, during the pre-discharge follow-up it was noticed that brady pacing was not turned on during the implant and impedance measurements remained elevated. There was no asystole recorded. The system was turned on, the impedance alert was reprogrammed and a chest x-ray was performed; no abnormalities were found and all other electrical measurements were normal. The system remains implanted. No adverse patient effects were reported.